Event description:
The plaintiff's attorney alleges that the pt expired from acute myocardial infarction which is alleged to have been caused by the product administered to the pt for dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of add'l info.